Manufacturer narrative:
(B)(4).

Event description:
Accoring to the reporter, during a thoracic case, patient developed a major bronchial stump leak in the early hours after surgery indicative of a bronchial stump rupture. Patient returned for repair of the bronchial stump.